Event description:
Information received from an outside source noted pt implanted with prodisc-l at l4-5 experienced back and lower extremity pain. Reportedly, pt was prescribed medication and pain has persisted. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Lot#, expiration date: this information was not provided initial report. Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.